Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated/confirmed and no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system became unresponsive in the cranial application. The site stated that they got a message that told them to reboot the system, but rebooting did not resolve the issue, as it continued to happen. There was no patient present.

Manufacturer narrative:
The computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue could not be confirmed. The computer boots normally to the application screen. No unresponsiveness was observed in the application during burn-in testing. No errors were received. No failures were found. The software investigation found that they were unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system became unresponsive in the cranial application. The site stated that they got a message that told them to reboot the system, but rebooting did not resolve the issue, as it continued to happen. There was no patient present.